Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant that the patient experienced chest pain and there was a loss of capture and a failure to sense on the right ventricular (rv) lead. It was noted that the rv lead exhibited high thresholds and a decrease in r-waves. It was also noted that there was a variation noted on the impedance measurement on the rv lead and the impedance measurement have fallen since implant. It was also noted there was possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.